Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection revealed that one detached needle and suture fragments outside the packaging were received for analysis. Product code j494. During visual inspection of the returned sample, the needle was observed to be broken at the tip. This condition would have caused the needle to appear blunt. The remaining portion of the needle was not returned for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle is too blunt. There were no patient consequences reported. Additional information was requested.